Event description:
Customer reported the system shut down on its own and lost power and would not reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem, but suspects poorly wired outlet in surgical room. System operates as intended.